Manufacturer narrative:
Interrogation of the device revealed it was above elective replacement indicator (eri) when received. The device¿s sensing, pacing, lead impedance, high voltage charging, and high voltage shock impedance were tested, and the device¿s function was normal.

Event description:
Related MFR report number: 2017865-2023-94010. It was reported that a patient passed away due to heart failure. It is unknown if the implantable cardioverter defibrillator system caused or contributed to the patient death.